Manufacturer narrative:
The results of co's product evaluation revealed that a pinhole puncture fracture was observed and appeared to leak at 4 atmospheres of pressure. There were no axial or transverse surface abrasions noted to be leading to the pinhole fracture. There was also no evidence to suggest that the delivery balloon inflated unevenly. Since co's product evaluation was unable to determine an assignable cause for the condition reported and observed, a device history review will be conducted. Should this review of the manufacturing records reveal anything which could account for the condition reported and observed, a follow-up 3500a report will be submitted accordingly to include corrective action.

Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, it was reported that the proximal portion of the balloon appeared to inflate but the distal portion did not. In response, the physician withdrew the sds; however, the stent remained in the pt and was located proximal to the target lesion site. Another balloon catheter was utilized to successfully deploy the stent proximal to the original target lesion site. There were no add'l complications reported relative to this event.